Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and the mesh was implanted. Two years after the procedure the mesh moved exposing the edge of hernia and giving the symptoms of having another hernia. The patient underwent a second procedure on (B)(6) 2017 and believes that the original mesh was removed and replaced with new. Additional information has been requested.